Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to out-of-tolerance pins 9 and 16 on processor u700 on the distribution node pca. The root cause for the defective u700 component could not be positively identified. No adverse event resulted from the defective u700 component. The pt received a replacement electrode belt.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that she was unable to baseline a (B)(6) female pt. The pt was issued a replacement electrode belt.